Event description:
It was reported that a user of the ilet bionic pancreas paired with an abbott freestyle libre 3 plus experienced repeated sensor scan errors and a premature sensor failure, with the replacement sensors failing to activate despite troubleshooting and education, resulting in loss of glucose data and no alerts or alarms. Symptoms included hyperglycemia with a reported blood glucose of 203 mg/dl for approximately 10 hours, without acute clinical sequelae. Outcomes included the need for device replacement by the sensor manufacturer and temporary interruption of continuous glucose data used for therapy. Investigation included review of complaint history, user-reported device performance, and troubleshooting guidance. Investigation of this case revealed repeated sensor communication and activation failures consistent with a sensor performance issue. It was concluded that the event was due to hyperglycemia with an unclear cause related to sensor malfunction impacting glucose data availability.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.